Event description:
Device malfunction: none. Symptoms/ae: memory loss, dizziness. Time of symptoms/ae: two days post-procedure, continuing. It was reported that two days post left internal carotid artery stent implantation, the pt complained of dizziness and experienced memory loss that is continuing. Carotid doppler showed no abnormality relative to the stent and no testing for stroke was done. No clear etiology of the memory loss was found, although the investigator felt the symptoms may be related to analgesics lortab and fentanyl patch as well as a possible component of dementia. The investigator did not feel the memory loss or dizziness were related to the stent. No add'l info is available. Study event.

Manufacturer narrative:
A review of the finished device lot history review (lhr) did not reveal any non-conforming material reports (nhrs) which could have contributed to this complaint.